Event description:
It was reported that during a tfn procedure, a nail was inserted in the femur. The helical blade stopped partway through insertion into the nail. The surgeon was able to remove the helical blade and nail by malleting. The surgeon inserted a brand new nail and blade. There were no further problems. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of synthes device history records for manufacturing revealed no complaint related issues. The device was received, however, no evaluation is available.

Manufacturer narrative:
The original awareness date was 11/13/2011.based on examination of the returned parts, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent toward the proximal/medial hole as a result and now partially blocks the 11 mm hole for the helical blade. Since all features relevant to the complaint condition did not meet specification, the complaint is valid.

Event description:
This report is 1 of 2 for (B)(4).